Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode presented to the emergency room (ER) due to receiving an inappropriate shock due to t wave oversensing and large t waves. This patients heart rate (hr) was approximately one hundred and eighty beats per minute. The presenting subcutaneous electrocardiogram (secg) was significantly different from the event secg. It was noted this patient has a history of brugada. The plan was to do a procainamide challenge, which is similar to an exercise test, and take a reference secg during that time. This electrode remains in service. No adverse patient effects were reported.